Event description:
It was reported the devices were used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported two tsw35 devices jammed. Another tsw35 was opened to complete the procedure and it worked fine. There was no consequence to the pt.